Event description:
A volume discrepancy was reported. Actual residual volume (arv) was 10ml, expected residual volume (erv) was 3ml at the first refill following implant. It was noted that at implant the device was filled with saline and then filed with drug 'a couple days later.' Patient was 'not getting good therapy,' symptoms were 'non optimal pain relief.' The day after the initial report, it was noted that a dye study was done, they were able to aspirate and inject the dye and found no problem with the catheter. Two days after the initial report was made it was noted that both drug and cerebral spinal fluid were easily aspirated through catheter access port and then the dye went intrathecal. It was then noted that the dose was 'slightly' increased and will check for volume discrepancy at next refill. The device system was used to infuse fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant products: catheter model 8731sc, serial# (B)(4), implanted: (B)(6) 2012; catheter model 8598a, serial# (B)(4), implanted: (B)(6) 2013. (B)(4).